Event description:
The user facility reported that a fiber leak was observed within the first 30-minutes of the dialysis treatment. The dialyzer circuit was changed out and treatment was completed on a different dialyzer with no further complications. On follow-up communication with the user facility, it was reported that a similar leak had occurred several weeks later with the same dialyzer lot. In both cases, the blood in the circuit was not to returned to the patient, and therefore, the total volume loss was estimated to be 300-cc. Both patients are reported to be fine. The user facility confirmed that they do not use the set-up/leak test procedure recommended by the manufacturer prior to initiating dialysis treatment.